Event description:
It was reported that this pacemaker system was found to have exhibited radiofrequency overuse via the remote monitoring system. Review of the device data revealed this system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. Further review also revealed episodes of oversensing of noise resulting in pacing inhibition were recorded. Technical services (ts) discussed possible causes and recommended further evaluation in clinic. This system remains in service. No adverse patient effects were reported.